Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. The incoming functional test failure was retested ten times and all passed. Intermittent operation of the interconnect flex was noted. The device was to be scrapped in-house. (B)(4). This device was included in that field action, returned product testing found the device did perform as described in the field action.